Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient being treated for congestive heart failure, the device displayed an " error 3110 - self check fault" and the ventilator was unable to be utilized. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a loose coin battery holder. The coin battery and coin battery holder were replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.